Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a dexcom g7 sensor, with glucose values in the 300¿370 mg/dl range confirmed by sensor and fingerstick, without symptoms. The patient used a meal announcement as a correction, after which glucose trended down to 149 mg/dl. The customer care agent advised the user to refrain from using meal as correction due to algorithm maladaptation. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.